Event description:
It was reported that due to patient anatomy the lead dislodged while slitting the sheath. The physician failed to fix the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.